Event description:
Discordant advia centaur xp troponin results were obtained on five pt samples. The results were reported to the physician(s). The samples were retested and the corrected results were reported to the physician(s). There is no known pt intervention or adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse recalibrated the reagent and ancillary probes. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further eval of the device is required.